Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was an observed balloon kink in the guide wire lumen. The balloon catheter was removed from the patient and the balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter 2af284 with lot number 21865 was returned and analyzed. Visual inspection of the balloon catheter showed a shaft kink 4.1 inches from the tip of the catheter. The balloon catheter passed the performance test. The dissection test showed a guide wire lumen kink at the same point as the shaft kink. In conclusion, the reported guide wire lumen kink was confirmed through testing. The balloon catheter failed the return product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.